Event description:
The customer reported that the ortho provue analyzer interpreted negative reactions as positive (1+) during type and screen testing. Visual inspection of the gel cards were negative. No erroneous results were reported. A false positive result may lead to the misclassification of a patient's abo group, with the potential for transfusion of abo incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site, aligned and adjusted the card pick up from the incubator and centrifuge. The fe checked the camera and performed diagnostic testing to return the instrument to expected operation. Qc passed. This customer has not logged any similar complaints against this analyzer since the incident. Incident is isolated. (B) (4).